Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported experiencing ineffective pain relief. The patient experiences pain regardless of stimulation. Per the patient, reprogramming has been unsuccessful in addressing the issue. Follow-up identified the location of the patient's lead is causing nerve irritation. As a result, surgical intervention was to take place to explant the patient's system. The explant date is awaiting confirmation.